Event description:
The customer reported to olympus the endoeye flex deflectable videoscope displayed scope communication error (e218) message. The reported issue occurred during an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that the insulation resistance value did not meet the standard value due to damage on the charge-coupled device unit. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the bending section could not be fixed firmly due to damage on the lock engagement lever. It was observed that switch 1 was dirty due to deterioration or discoloration caused by chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, universal cord, video connector, video connector case, light guide connector, light guide cover glass, switch 1, right-left plate, up-down plate, right-left lever, angulation lever, grip and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e218 error could not be reproduced and a definitive root cause of the issue could not be determined, however, it is likely the issue occurred due to contamination of the electrical contact part of the system. The event may be detected and or prevented by following the instructions for use which state: ¿3.8 inspection of the endoscopic system in the operation manual¿. ¿inspection of the endoscopic image¿ ¿confirm that the wli and nbi endoscopic images are normal¿ ¿ before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.